Manufacturer narrative:
(B)(4). Analysis of implantable neurostimulator (ins) model 7427 (B)(4) determined that the bond wire was broken.

Event description:
It was reported that while stimulation is on there was no stimulation sensation. There was no known accident or incident related to this complaint. It was reported that the patient needed generator replacement. The device was explanted. It was reported the patient did not have concerns with their device or therapy.